Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in-clinic follow-up, there was increased threshold capture and decreased r wave amplitude variation noted on the right ventricular (rv) lead . No intervention was performed to resolve the event and the patient was in stable condition.